Event description:
Healthcare professional reported right side "baker grade iii capsular contracture breast with fluid noted. Upon capsulectomy and implant removal, deflation was found". Healthcare professional later reported "grade 4" and "there was fluid and old clot and debris within the capsule. Device was implanted after expiry date. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture, baker grade IV, user error, foreign material on implant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as fold flaw opening and broken assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. Use-error: unable to observe as it is not related to the device. Foreign material on implant: not observed. As per the investigation procedures creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii breast with fluid noted. Upon capsulectomy and implant removal, deflation was found". Healthcare professional later reported "baker grade IV" and "there was fluid and old clot and debris within the capsule. Healthcare professional additionally reported "hole in radius (edge)." Device was implanted after expiry date. Device has been explanted and replaced.